Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak near the pin next to the patient line to catheter connection during dwell 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. The cause of the leak was a small crack in the tubing. The pd registered nurse (pdrn) was contacted and advised to reset up with new supplies. Technical support assisted the patient with cancelling the treatment and re setting up with new supplies. Upon follow up, the patient confirmed the reported event. There were no fluid leaks in or around the cycler or solution bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using new supplies with the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak near the pin next to the patient line to catheter connection during dwell 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. The cause of the leak was a small crack in the tubing. The pd registered nurse (pdrn) was contacted and advised to reset up with new supplies. Technical support assisted the patient with cancelling the treatment and re setting up with new supplies. Upon follow up, the patient confirmed the reported event. There were no fluid leaks in or around the cycler or solution bags. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using new supplies with the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.